Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing resulting in inappropriate high voltage therapy. It was noted that the right atrial lead also exhibited oversensing. The atrial lead and tachycardia therapies were programmed off. Fluoroscopy revealed that that the leads were fractured. On (B)(6) 2018, the right ventricular lead was capped and the right atrial lead was partially capped. Both leads were replaced. Patient was stable.